Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the filament of the abbott diabetes care (adc) device remained in the customer¿s skin. The customer was asymptomatic; however, they were unable to self-treat. Removal of the filament from the customer¿s arm and disinfection of the site were performed by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.